Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered a shock due to noise and oversensing. Further evaluation of the patient was discussed. At this time, no changes have been performed. This system remains in service. No further adverse patient effects were reported.